Event description:
Reportedly, it was not possible to export all reports of a patient in once; the system saved only the first one (by date). Each report has to be selected manually to be saved.

Event description:
Reportedly, it was not possible to export all reports of a patient in once; the system saved only the first one (by date). Each report has to be selected manually to be saved. Preliminary analysis did not reproduce the reported issue; however it revealed that issues exists on the export all reports feature.

Event description:
Reportedly, it was not possible to export all reports of a patient in once; the system saved only the first one (by date). Each report has to be selected manually to be saved. Preliminary analysis did not reproduce the reported issue; however it revealed that issues exists on the "export all reports" feature.